Event description:
It was reported the patient had been followed with ttm (transtelephonic monitoring) and in-office for lead warnings that had occurred in the past. The ventricular lead had been programmed to bipolar sensing and unipolar sensing. Unipolar impedance is 295 ohms and looks stable. It was further reported there was a lead warning and the measured impedance was 310 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.